Manufacturer narrative:
A ge service rep performed an onsite investigation and was not able to duplicate the reported problem. The 5 volt power supply in the c-arm was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message and a control panel failure error message during a procedure. No pt injury was reported.